Event description:
It was reported that "separation of the catheter from the transparent part where the lights branch". Another set was used to complete the procedure. The patient had no harm or injury. The associated emdr report number 3006425876-2025-00173.

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of the catheter body separation was able to be confirmed by the photo. The photo shows the catheter body has separated from the juncture hub, however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "separation of the catheter from the transparent part where the lights branch". Another set was used to complete the procedure. The patient had no harm or injury. The associated emdr report numbers are 3006425876-2025-00187 and 3006425876-2025-00173.